Event description:
It was reported that during unpacking of the prostyle device, a kink was noted. The device was not used, there was no patient involvement. During evaluation of the device, a split was noted on the tray. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device kink was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The suture mediated closure repair (smcr) system was returned inside a sealed tray. The guide tube was bent. Bents and a split were noted on the tray. There were wrinkles on the tyvek lid portion of the tray. The proximal end of the tray pouch was folded but not opened. The return device condition with damaged tyvek lid, tray and device indicate aggressive manipulation or mishandling during removal of device from packaging. The reported kink appears to be related to user aggressive manipulation or mishandling during removal of device from packaging. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated.